Event description:
Information from a literature article by e. Y. Choi et al entitled "sirolimus-eluting stent fracture and aneurysm formation in a young child with a coronary artery bypass graft"; pediatr cardiol. 2011 dec;32(8):1190-2; indicated fracture of a drug-eluting stent with aneurysm formation without in-stent restenosis. This report describes the case of a (B)(6) boy with a sirolimus-eluting stent implanted to treat stenosis of a coronary artery bypass graft (anastamosis of the left main coronary artery to the left subclavian artery). At age (B)(6), angiography revealed a long tubular stenosis of the subclavian artery, with a collateral vessel from the right coronary artery to the diagonal branch of the left coronary artery. The stenotic graft was pre-dilated with a 3.0 x 15mm angioplasty balloon at 6 atm followed by implantation of a 3.0 x 18mm cypher stent at 10atm without complications. Clopidogrel and aspirin were prescribed after the procedure. Approximately one year after the stent implantation, angiography showed complete stent fracture and aneurysm formation around the stent. Because the boy showed no evidence of in-stent restenosis or myocardial ischemia, he was discharged with no intervention. Follow-up angiography performed two years later showed complete regression of the aneurysm without in-stent restenosis.

Manufacturer narrative:
This is a duplicate file and will be voided. Information from this literature article was previously reported under report # 9616099-2011-00325. Please refer to that report number.

Manufacturer narrative:
The lot number and catalog number of the device could not be determined. Complaint conclusion: information from a literature article by e. Y. Choi et al entitled "sirolimus-eluting stent fracture and aneurysm formation in a young child with a coronary artery bypass graft"; pediatr cardiol. 2011 dec;32(8):1190-2; indicated fracture of a drug-eluting stent with aneurysm formation without in-stent restenosis. This report describes the case of a (B)(6) boy with a sirolimus-eluting stent implanted to treat stenosis of a coronary artery bypass graft (anastamosis of the left main coronary artery to the left subclavian artery). At age (B)(6), angiography revealed a long tubular stenosis of the subclavian artery, with a collateral vessel from the right coronary artery to the diagonal branch of the left coronary artery. The stenotic graft was pre-dilated with a 3.0 x 15mm angioplasty balloon at 6 atm followed by implantation of a 3.0 x 18mm cypher stent at 10atm without complications. Clopidogrel and aspirin were prescribed after the procedure. Approximately one year after the stent implantation, angiography showed complete stent fracture and aneurysm formation around the stent. Because the boy showed no evidence of in-stent restenosis or myocardial ischemia, he was discharged with no intervention. Follow-up angiography performed two years later showed complete regression of the aneurysm without in-stent restenosis. The stent remains implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR could be performed. Coronary artery aneurysms are stated in the IFU as a potential adverse event associated with coronary stenting. Coronary artery aneurysms may occur from trauma, blunt or iatrogenic that occurs in the catheterization lab during an interventional procedure. Excessive dilation may cause deep wall injury of the vessel that may lead to aneurysm findings. Implantation of drug eluting stents may have an increased risk of instent infection secondary to the side effect of localized immunosuppressant effect and the delay of endothelialization the drug was intended for. Without further information or analysis of the product it is difficult to draw a clinical conclusion regarding the device and the unfortunate events. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.